Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had a protruding drive support cap. The customer stated that the insulin pump delivered her 100 units of insulin unexpectedly as a result of the drive support cap having been pushed out. The blood glucose reading was 57 mg/dl. The customer stated that the insulin pump had fallen out of her pocket while she was driving, but she stated that the device did not hit anything that would have caused damage. She noted that she had put 300 units of insulin into the insulin pump, and after the incident, she noted that she only had 200 units left. She drank sugar to bring the blood glucose reading up and advised that she felt fine. Advised replacement of the insulin pump. Nothing further reported.